Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual examination was performed. Device evaluation confirmed the reported condition of a ruptured reservoir. The device is a single use device and was discarded. This issue is currently being investigated under CAPA # CAPA-(B)(4). A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that the reservoir of a basal bolus infusor ruptured during filling. The device was being filled with an unknown drug when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.